Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the pump powered on in accordance with normal operation. There was no black box data for the timeframe of original complaint date and no errors, alarms or warnings related to the complaint observed in current black box. The black box investigation revealed only one "power on reset" associated with an error alarm on (B)(6) 2013. The battery compartment was observed to be intact with no evidence of damage. There was no evidence of moisture contamination observed inside the battery compartment. The battery cap was not returned. A test cap was used for all testing as the pump was exercised for 24 hours. There was no power loss or battery related warnings observed during testing. The pump case was removed and no evidence of moisture was observed inside the pump. Inspection of the battery terminal contacts revealed no evidence of intermittent contact. The initial complaint of "no power" could not be duplicated during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.